Event description:
It was reported that during unpacking the nc trek rx 3.0 x 12 mm broke into two pieces at the proximal shaft. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Date of event reported on the initial medwatch was an estimation. Evaluation summary: evaluation of the catheter found the hypotube and strain relief tubing were separated at the distal end of the hub. The fracture face was oval shaped as if kinked prior to separating. The separated portion of the strain relief tubing was not returned. It is possible the catheter was inadvertently handled during unpacking resulting in a kink at the strain relief tubing and subsequently the hypotube and the strain relief separated. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. A query of the complaint handling database for this lot revealed no other incidents. There is no indication of a product quality deficiency.